Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Reportedly, customer went to bed at approximately 3 am and blood glucose (bg) was not observed to be low at the time. When customer's wife awoke at 7 am, customer was unresponsive and emergency medical services (ems) were called. Customer was unable to be revived. Cause of death was due to acute hypoglycemic episode. The customer was using a non-tandem continuous glucose monitor (cgm). Per customer's wife, the cgm did not give any low bg alerts on the event date; therefore, it was not observed that customer's bg was low until customer was unable to be awakened. Customer was not using a cgm integrated pump.